Event description:
It was reported that the pump experienced a system error (3) alarm. The iab was removed as a result of the alarms. The iab had already been scheduled to be removed as the patient had cerebral bleeding unrelated to the iab/iabp. There were no reported patient complications.